Event description:
The patient had an MRI on (B)(6) 2015 and the logs showed a motor stall occurred as expected on that date at 6pm. The ¿stopped pump period may exceed tube set¿ message appeared on (B)(6) 2015. The pump was not interrogated until the patient's next refill on (B)(6) 2015 at which time the logs show a motor stall recovery. The patient did not have any symptoms. The patient outcome was reported as ¿recovered without permanent impairment.¿ the device system was delivering morphine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).